Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. D6: explant: 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 16420792. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 16181900. UDI: (B)(4).

Event description:
It was reported that the patient had an infection which was known during an ipg replacement procedure. The physician believed that the infection was due to contamination and opted to explant the patient's implantable pulse generator (ipg) along with the spinal cord stimulator (scs) leads. It was unknown if cultures were taken and the explanted devices were discarded by the medical facility and will not be returned.